Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited spikes in pace impedance measurements, triggered a red alert due to an out-of-range rv pace impedance measurement, and triggered a yellow alert due to out-of-range rv intrinsic amplitude. In addition, there was noise with oversensing and pacing inhibition with a 6-second pause. The patient was brought to the hospital and admitted. Rv lead fracture was noted, and the device was placed in electrocautery mode until the scheduled lead revision. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.